Event description:
The reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan received the meter involved with this complaint on 08/16/2011 and completed the device evaluation on 08/23/2011. Investigation confirmed the "error 4" issue during testing.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint was returned to lifescan on (B)(4) 2011 and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The test strips were returned to lifescan on (B)(4) 2011 and evaluated by lifescan product analysis on (B)(4) 2011. On performance testing with control solution error 4 was observed with the subject test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Evaluation of meter.